Event description:
It was reported that the lead was explanted due to no capture. The lead was placed in a different location because of exit block. After 2-3 weeks, exit block again. Dissatisfaction was indicated. The lead subsequently tested out of specification during manufacturer's analysis.